Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was ordered for replacement to resolve the issue. Date of device manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.